Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle and cannula did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received not deployed. The download data shows the device completed 50 first prime pulses and was then deactivated by the user. Since the user deactivated the device before the completion of second prime, the needle mechanism never deployed. During investigation, the device deployed normally upon manual rotation of the ratchet gear. No damages or defects were observed that would result in a needle mechanism failure. D4 - lot no changed from blank to pd1k06232111. D4 - expiration date changed from blank to 12/23/2022. D4 - unique identifier (UDI) # changed from (B)(4). H4 - device mfg date changed from blank to 6/23/2021.